Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of over 200 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The threshold suspend for the insulin pump was set at 70 mg/dl. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 61 mg/dl where the actual blood glucose level was over 200 mg/dl. No additional information was provided.